Manufacturer narrative:
Correction: initial reporter is a medical equipment company technician/representative. A medtronic representative went to the site to test the equipment on 7/10/2017. Unable to replicate reported issue. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to the manufacturer for evaluation. No parts have been replaced.

Event description:
A medtronic representative reported that while in a spinal fusion case, the imaging system trackers were not seen by the navigation system. The imaging system was rebooted and the procedure continued. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.